Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1239. It was reported the pt's stimulation is causing discomfort at her bladder surgery incision. The pt is pending follow up for reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.